Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
The customer's family member reported that on (B)(6), 2010 at 10:09 am the customer received a reading of 98 mg/dl on her freestyle lite blood glucose meter which was described as "too low for her", and therefore she went to her health care provider who tested the customer's blood glucose on their hcp device and obtained a reading of 315 mg/dl on the same date at 6:00 pm. The customer reportedly compared the reading of 98 mg/dl obtained on her adc meter to the reading of 315 mg/dl obtained on the hcp meter. The customer reportedly felt sick with nausea and headache. The customer's family member reported the customer was diagnosed with hyperglycemia and an unknown intravenous solution was administered, and the customer did not know the rest of the treatment rendered. There was no report of death or permanent impairment associated with this event.

Event description:
During troubleshooting of a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp)'s caregiver (cg) revealed that there was air in the patient line. The technical service representative (tsr) advised the cg to end therapy and start over with new supplies. The tsr walked cg through ending therapy early procedure. The cg ended therapy and would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the cg regarding the air in the line, it was revealed that the issue was resolved, however, the cause of the alarm remained unknown. The cg verified that there were no loose connections, disconnections or defects on the supplies. Per cg, she did not receive any injury or medical intervention as a result of this incident. The cg stated that the home patient is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
Customer's products were returned and investigated. The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was found in meter memory.